Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead has chronically high pacing thresholds. No action taken when patient's device replaced and the lead remains in use. No patient complications have been reported as a result of this event.